Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. The physician determined there was fluid loss from the device, so the ipp was explanted and replaced. There were no patient complications reported.